Event description:
The pump was replaced because of "premature motor stall". There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4). The pump has been returned to manufacturer for analysis. A f/u report will be sent when the analysis is complete.